Manufacturer narrative:
Based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the safety side rail partially detached due to excessive external force applied. According to instructions for use citadel plus (IFU, 831.374-en): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was partially detached from the bed frame, therefore arjo device did not meet the specification. The complaint was assessed as reportable due to partial detachment of the side rail which can lead to a patient fall. No injury was reported.

Event description:
The allegation refers to the citadel plus bed frame. The reported issue is related to a partially detached safety side rail. The customer did not report the side rail issue. The circumstances of the broken patient's left foot side rail are unknown. The issue was noted during the quality control check by the arjo technician. There was no indication of the patient involvement. No injury was reported.